Event description:
The complainant reported a patient was in acute myocardial infarction/cardiogenic shock amd was implanted with an impella 5.5 device for mechanical circulatory support (mcs). The next day after start of impella mcs, the patient was extubated and experienced frequent episodes of ventricular fibrillation throughout the course of the day, requiring repeated cardioverting. The decision was made to reintubate the patient, and further action was unclear. Two days later, it was noted the patient was planned for transfer to an outside hospital for a left ventricle assist device transplant and a statement of "electrical storms are much less than in the last few days." No further updates were noted. However, the latest information indicates the patient remains on impella mcs.

Manufacturer narrative:
The device remains implanted supporting the patient so therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.